Event description:
Piece of the brush head broke off [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b vitality dual clean toothbrush, a piece of the oral-b dualaction or dual clean brushhead broke off in their mouth. The brush head had been used for 2 months. The consumer had the toothbrush for about 2 years. The consumer mentioned they used a dime and scratched on the oral-b brush head logo and it was not removed. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.